Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat cholangiocarcinoma, during a biliary self-expandable metallic stent procedure performed on (B)(6) 2021. During the procedure, the stent was not deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: an epic biliary endoscopic stent and delivery system were returned for analysis. The safety lock was no longer on the rack when received and the stent was partially deployed. Visual examination found kinks in the inner liner and outer sheath. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed via visual examination. The kinks to the inner liner suggest that they likely occurred after the stent was already partially deployed. Since none of the kinks were reported it is possible that the damages occurred through handling of the device when it was sent back for analysis. A labelling review was performed, and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use)/product label. The epic biliary endoscopic stent instructions for use (IFU) states: "premature removal of the safety lock may result in unintended deployment of the stent." The lock was not returned on the rack and the sheath is no longer sitting on top of the proximal end of the sheath which suggests that the thumbwheel lock was used. Most likely the user did not follow the manufacturer's instructions which led to the stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat cholangiocarcinoma, during a biliary self-expandable metallic stent procedure performed on (B)(6) 2021. During the procedure, the stent was not deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.